Manufacturer narrative:
The insulin pump had cracked reservoir tube lip noted during visual inspection. The insulin pump had motor error alarm during rewind due to out of phase motor encoder signal. Analysis was unable to perform displacement test due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The representative reported via phone call that they received a motor error alarm. The customer's blood glucose was 138 mg/dl at the time of incident. The representative stated that the drive support cap appeared normal. The representative stated that they were able to rewind the insulin pump. The representative stated that the insulin pump was exposed to MRI. The representative was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.